Event description:
Rptr's muscle pain & "pulls" became worse after implantation and rptr developed urgency and incontinence of bowel & bladder. Shooting pains in legs worsened and rptr's lt hip which was numb before implantation now has a burning sensation and swelling since explantation. Rptr is particularly concerned as they recently discovered that the original implantation procedure was not FDA approved for this device. The implanting facility has not been able to provide two pt with complete product info.